Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the power cord pins of an (B)(4) sleepstyle autocpap humidifier sparked. It was also reported that the plastic case of the CPAP unit was damaged from "fire". This incident occurred before use on a patient. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the power cord pins of an hc254aee sleepstyle autocpap humidifier sparked. It was also reported that the plastic case of the CPAP unit was damaged from "fire." This incident occurred before use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned (B)(4) sleepstyle autocpap humidifier was visually inspected externally and internally. The unit was also powered up using a new power cord. Results: no signs of impact damage were observed on the unit's outer casing. The unit powered on and functioned normally. Further inspection revealed that there were some thermal activities in the unit's power inlet socket. Smoke stains were observed up the back of the upper case near the power cord socket, and the pins in the power socket were black from arcing. A lot check revealed no other complaints of this nature for lot number 090617. Conclusion: the fault observed is most likely due to slightly misaligned insertion of the power cord to the power socket of the affected unit. A pin was pushed back into the mains socket housing, and led to poor contact and arcing. The blackening of the mains pin is possibly caused by putting the lead into the unit with the wall socket switch in the on position. This means the lead is live when connected to the unit's power socket, hence the arcing and the smoke stains to the upper case. This type of failure leads to the device operating intermittently and eventually ceasing to function, as no power is being transferred from the power cord to the unit.

Manufacturer narrative:
(B)(4). The complaint hc254aee CPAP humidifier is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have received the complaint device and completed our investigation.